Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Lastly, it was reported that an occlusion alarm occurred. Customer declined further troubleshooting, therefore no additional information was provided. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.